Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Patient's current blood glucose level was 38 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tablets. Customer will returned device for analysis.